Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up with ethercat hw and can hw failure in power-on self-test (post). Upon troubleshooting, fse removed the table, but the issue persisted. Fse replaced the fan unit in pdu in m-cabinet to get the system, but the issue remains the same. Later, fse found that the customer removed the ups and they did not rewire the transformer for lower power and no changes were made to the system configuration to show incoming power as it was 480vac instead of 400vac. To resolve the issue, fse retapped the m-cabinet for 480vac, adapted the frontal and lateral tube and performed various calibration. The replaced fan unit in pdu was returned to philips for further analysis and the cause of the failure could not be conclusively determined by the supplier¿s part analysis. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.